Manufacturer narrative:
Concomitant medical products: 6725 pin plug, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient felt unwell a computerized tomography (CT) confirmed the patient had pneumothorax due to part of the right atrial (ra) lead helix perforating from the atrium to the side of the lung. It was suspected that it was caused by placement difficulty of the ra lead during implant. The ra lead was explanted, and a pin plug was used in the atrial port. Additionally, it was reported that during the ra lead revision procedure, the right ventricular (rv) lead was repositioned due to dislodgement, and the rv lead remains in use. No further patient complications have been reported as a result of this event.